Event description:
A pump malfunction was reported by the customer following a momentary motor skip. Although the malfunction occurred, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and it was determined that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue arose again.